Event description:
It was reported that the catheter was placed for more than a month and ruptured at 4 cm in the body.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a 4fr single-lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed the device outside the patient and held by a clinician who is showing a circumferential split the catheter tubing around the 4cm marking. No details of the split could be discerned from the photographs. A slight discoloration of the tubing near the molded joint was observed. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.